Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens but was not happy with the way the lens was set in the patient's eye. The incision was enlarged to remove the lens within the same surgery. The lens was exchanged for the backup lens and was implanted with no problem. No sutures were required. The reporter stated the lens was torn while being removed. The patient is doing well.

Manufacturer narrative:
(B)(4) - no code available (incision enlarged). Torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of both haptics and the lens optic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).